Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 and alleged that blood discovered on power supply on the plasma collection system. The customer cannot confirm the circumstances that blood was on the power supply. A complaint was filed based on a periodic review of service data on 07/29/2011. No donor injury or reaction reported. No operator injury reported. The power supply was returned to haemonetics and confirmed to not meet spec. The device was returned to the supplier for repair. It is not confirmed whether the power supply failed spec due to the blood found on the power supply. There is no evidence of spark or fire, however, we cannot confirm at this time that there is no potential for serious injury.

Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged that blood discovered on power supply on the plasma collection system. The customer cannot confirm the circumstances that blood was on the power supply. A complaint was filed based on a periodic review of service data on 07/29/2011. No donor injury or reaction reported. No operator injury reported.